Manufacturer narrative:
Complaint 2 of 2. No product has been returned for evaluation. Evaluation was performed by london implant retrieval centre (lirc). The root cause is unable to be determined at this time . If any additional information is provided, a supplemental report will be submitted. A review of the attached DHR documents indicated that the magec rod was manufactured by the specified requirements and met all of the required quality inspections prior to shipment.

Event description:
An investigation report from an implant retrieval center was received and reported that during examination of the rod, the retrieval center found discoloration on the rod. Additionally, wear, galling, scratching, and other surface damage were noted. It was reported that the rod was removed as part of a planned removal procedure after the rod had fully extended; there was no adverse patient or user impact associated with this report. No additional information is available.